Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at the t6 level. During the procedure, "the balloon ruptured when it was inflated at 300 psi". According to the report, the patient did not have any allergies to the contrast media and no balloon fragments were left behind. No further information was reported.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.